Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and ventralex st patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2014. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per op notes, ¿the hernia was identified. A piece of ventralex st mesh (device #1) was placed into the defect using sutures.¿ (B)(6) 2015 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #2). Per op notes, ¿a piece of composix e/x mesh (device #2) was placed inside the peritoneal cavity and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and ventralex st patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch which was implanted on (B)(6) 2014. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.